Manufacturer narrative:
With all the available information, boston scientific concludes that the cause of the patient experiencing inadequate stimulation and a return of their pre-existing symptoms and undergoing a revision procedure was confirmed based on device analysis and record review. A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The ipg was received for analysis and was successfully recharged in a single charging session. Analysis of the devices' data logs revealed no anomalies related to premature battery depletion. Additionally, the functional tests and internal electrical measurements confirmed that the ipg was operating as expected. However, a review of the charging log identified two issues contributing to the charging difficulties or longer charging times than anticipated: potential misalignment of the charger with the ipg, which resulted in a lower-than-expected charging current, and possible misalignment or inadequate ventilation that caused the charging process to stop once a temperature limit was reached. These factors are known to contribute to charging difficulty when users don't follow the instructions for use (IFU). A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states failure or malfunction of any of the device components or the battery, including but not limited to hardware malfunctions, loose connections, electrical shorts or open circuits whether or not this requires explant and/or reimplantation loss of adequate stimulation, motor problems such as paresis, weakness, incoordination, restlessness, muscle spasms, postural and gait disorders, tremor, dystonia, or dyskinesias, and falls or injuries resulting from these problems, pain, headache or discomfort, transient or persistent, including symptoms due to neurostimulation and status dystonicus are known risks with the use of deep brain stimulation. Based on all available information, engineers are able to confirm the root cause of the event. The device was returned as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint, and the conclusion is failure to follow instructions, as per the labeling, the charger must be well-ventilated and properly centered over the stimulator to ensure effective charging.

Event description:
It was reported that the patient stated experiencing a return of their dyskinesia symptoms for 24 hours after having charged their deep brain stimulation (dbs) system implantable pulse generator (ipg) causing her to fall frequently. A database analysis was performed and no anomalies were identified. The patient indicated that the charging time have become highly variable ranging from 15 to 50 minutes. The patient underwent a revision procedure in which the ipg was replaced and is doing well post operatively.

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs. With all the available information, boston scientific concludes that the cause of the patient experiencing inadequate stimulation and a return of their pre-existing symptoms and undergoing a revision procedure was confirmed based on device analysis and record review. A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The ipg was received for analysis and was successfully recharged in a single charging session. Analysis of the device's data logs revealed no anomalies related to premature battery depletion. Additionally, the functional tests and internal electrical measurements confirmed that the ipg was operating as expected. However, a review of the charging log identified two issues contributing to the charging difficulties or longer charging times than anticipated: potential misalignment of the charger with the ipg, which resulted in a lower-than-expected charging current, and possible misalignment or inadequate ventilation that caused the charging process to stop once a temperature limit was reached. These factors are known to contribute to charging difficulty when users don't follow the instructions for use (IFU). A labeling review was performed on the device's instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states failure or malfunction of any of the device components or the battery, including but not limited to lead or lead extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, whether or not this requires explant and or reimplantation. Loss of adequate stimulation, motor problems such as paresis, weakness, incoordination, restlessness, muscle spasms, postural and gait disorders, tremor, dystonia, or dyskinesias, and falls or injuries resulting from these problems are known risks with the use of deep brain stimulation. Based on all available information, engineers are able to confirm the root cause of the event. The device was returned as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint, and the conclusion is known inherent risk of device.

Event description:
It was reported that the patient stated experiencing a return of their dyskinesia symptoms for 24 hours after having charged their deep brain stimulation (dbs) system implantable pulse generator (ipg) causing her to fall frequently. A database analysis was performed and no anomalies were identified. The patient indicated that the charging time have become highly variable ranging from 15 to 50 minutes. The patient underwent a revision procedure in which the ipg was replaced and is doing well post operatively.

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs.

Event description:
It was reported that the patient stated experiencing a return of their dyskinesia symptoms for 24 hours after having charged their deep brain stimulation (dbs) system implantable pulse generator (ipg) causing her to fall frequently. A database analysis was performed and no anomalies were identified. The patient indicated that the charging time have become highly variable ranging from 15 to 50 minutes. The patient underwent a revision procedure in which the ipg was replaced and is doing well post operatively.